Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The prosthesis implanted by the patient has released metal particles in the implant site. It also stated that,necrotic tissue reactive from wear of the prosthetic components were sent for histological examination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of the right hip implant after pain and difficulty in walking. During the revision it was detected abundant reaction tissue with joint effusion blood serum from suspected serum/pseudotumor reaction. The histological examination showed an intense inflammatory reaction from a foreign body to a predominant macrophage component of the bone and periosteal soft tissues, conditioning aseptic osteolysis. Doi: (B)(6) 2007; dor: (B)(6) 2019; right hip.